Event description:
Reporter indicated that the pt was experiencing an increase in seizures. The physician was unsure whether or not this increase was above or below the pt's pre-implant baseline levels. The pt has been implanted for several years, and the physician believes the increase may be due to the device nearing end of service however, normal mode diagnostics performed at the time of the report did not have any end of service flags. There were no reports of pt manipulation or trauma or of any programming or medication changes that occurred prior to the onset of the increase in seizures. The pt's device had been replaced: however, the explanted generator has not been returned to the for analysis.